Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "damaged neuro-tip" was found. During service, the device failed the pre-repair diagnostic assessment visual assessment test. If additional information becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the device was being returned for service. During service of the device, it was noted that the device had a damaged neuro-tip. It is unknown if the device was being used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.